Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. Indications of dried fluid were found on the cassette membrane and underneath the pump assembly, however there were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The cause of the observed fluid leak could not be determined. A mushroom head check was performed and passed. A glucose test was performed and returned a positive result. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Additionally, upon review of the patient's treatment records, the patient experienced an increased intraperitoneal volume (iipv) event coincident with fluid leak event. The patient¿s treatment records identified that the patient drained 3704ml during drain 2 of the treatment. This drain volume is 185% the patient's prescribed fill volume of 200ml. As a result of the iipv event and fluid leak, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow-up, the pdrn confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event and not completing treatment. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The lot number of the cassette was unknown. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.